Event description:
During a coronary stenting procedure, the stent came off the stent delivery system into the patient's left main. The stent had to be snared to retrieve it. There was no reported pt injury.